Event description:
It was reported that the patient had wound dehiscence. During the patients pocket revision, the physician found out that pus had spread at the thoracic area. The physician believed the infection was not device related. The physician opted to remove the ipg and lead, and the explanted devices were discarded by the medical facility. The patient was doing well postoperatively. The patient was placed on antibiotics.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8216500 model: sc-8216-50 serial: (B)(6) batch: 7077028.